Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("she has passed particles / pieces of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("she has passed particles / pieces of essure"). At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter provided no causality assessment for device breakage and device expulsion with essure. The reporter commented: patient has passed particles or pieces of essure during the last six months. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.